Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sigmoidectomy after the surgeon fired the stapler, while removing the device the anvil detached from the device. The anvil was retrieved with a forceps. There was no patient harm.